Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2 reference MFR report: 3008829311-2017-00842. It was reported that the patient (clinical study - (B)(6)) experienced a loss of therapy. X-rays were taken and confirmed lead migration. Patient claimed to have been overactive. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced. Issue has been resolved.